Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was giving inaccurate control high readings. The medical affairs specialist was unable to reach the patient via phone after several attempts. The patient reported that he received a result of 128 for a control solution test (range= 94-126) at 10:25 am on the same day. That morning, the patient felt hypoglycemic symptoms and did not take his amaryl (oral medication) 6 mg. The cca documented that since he was not sure of his reading on the meter, he skipped his morning dose. At 4 pm, on the same day, he stated that he was feeling low (woozie, mild headache, feeling of overall tiredness) and, so he ate some candy to bring up his blood glucose levels. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The test strips were in good condition and within the expiration/discard dates. The pt was walked through a control solution test with a new vial of test strips and it passed within range. This complaint is reported because the patient alleged the meter failed the control solution test, the patient was "not sure of his reading", and he skipped his morning dose of oral medication. He also claimed he experienced symptoms of hypoglycemia in the morning and afternoon and self-treated with candy. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.